Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging obtaining an inaccurate control solution result that fell out with the specified range by a difference of 3.0 mmol/l, no exact reading was given. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.